Manufacturer narrative:
Fields updated: b4, d4, g4, g7, h1, h2, h4, h6. Following the receipt of the device serial number, the manufacturer performed the review of the manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. As the device was not available for return, and the pathology report was not made available for our review, no further investigation can be performed at this time. If streptococcus was present on our tissue valve before sterilization, it would be killed by liquid chemical sterilant. The sterilant contains a mixture of glutaraldehyde and alcohol. Livanova has validated this liquid chemical sterilization process with spore-forming bacillus atrophaeus, which is the most resistant microorganism known for aldehydes. Following routine sterilization, the valves are aseptically packaged in a solution that inhibits the growth of microorganisms with steam-sterilized closures and jars. The packaging process occurs in vaporous hydrogen peroxide (vhp) decontaminated isolator; therefore there is no risk of valve contamination post-sterilization. Each closure/jar containing the valve is integrity tested after packaging, thus ensuring a sealed barrier for the product to remain sterile during transport up until the closure/jar is opened. Based on the available information, and since the device was not returned for inspection, the root cause cannot be definitely stated. However, as reported from the site, a possible root cause can be traced to the patient's specific conditions (i.e. Dental infection). Endocarditis is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device.

Manufacturer narrative:
As the device was not returned and the serial number was not confirmed, no investigation can be performed at this time. However, based on the physician's judgment, the event can be reasonably related to the patient's conditions (i.e. Dental infection).

Event description:
On (B)(6) 2018, a patient received a pvs23 in aortic position. The device was explanted on (B)(6) 2019 due to endocarditis with vegetation on the aortic perceval valve. During the re-do surgery, it was noted that all the tissues were very fragile. The explanted pvs23 was replaced with a trifecta 21 mm. The pathogen was identified to be streptococcus. The patient had a good outcome after surgery. The patient has no history of endocarditis. Based on the physician's comment, the endocarditis was probably related to the patient's dental infection, which was detected during the same week of the endocarditis.